Event description:
It was reported that a malfunction occurred on the customer's pump, leading to a significant increase in the customer's blood glucose level to 574 mg/dl. The customer performed a correction injection using multiple daily injections and did not require any third-party assistance. Technical support helped the customer reset the pump, which resolved the issue, and advised the customer to continue using the pump with instructions to contact support if the problem reoccurred.